Manufacturer narrative:
Device evaluation: the product return consisted of the original folding carton and original lens case insert. The lens was not received at the manufacturing site. A photo that was provided was evaluated. The complaint issue reported was verified. However, based on the photo and since the lens is not available for a thorough evaluation, it is not possible to confirm if the particles shown on the photo are related to the manufacturing practices/process or a result of the lens being handled at the surgery site. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was not implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon opening the package/daisy wheel, the doctor observed a white powdery substance on the optic. Therefore, the doctor did not use it. There was no patient involvement. No additional information was provided to abbott medical optics.